Event description:
The customer reported that the system would lock up. No pt injury was reported.

Manufacturer narrative:
The ge svc rep conducted an onsite investigation. The rep ran a system file check. The system was tested and operates as intended.